Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of the presenting electrogram (egm) revealed noise on the right ventricular (rv) lead and right atrial (ra) lead. On the right ventricular (rv) lead channel, the noise was oversensed and appeared larger and non-physiological, but appeared smaller on the right atrial (ra) lead channel. During device replacement due to safety mode and unipolar pectoral stimulation, the leads were manipulated in various ways in order to troubleshoot the source of the noise, but the noise was not reproducible. The device replacement procedure was completed successfully, and the leads remained in service. No adverse patient effects were reported.